Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon return, external visual inspection noted no irregularities and the device had no telemetry. X-ray images noted no irregularities. The pulse generator case was removed and internal visual inspection also noted no irregularities. However, an infrared camera observed an abnormal amount of heat generated on the mixed-mode integrated circuit (mmic). The location of this photo emission site and the high current draw strongly indicates a shorted or leaking poly-to-poly capacitor. It was concluded that the cause of the no telemetry condition was the depletion of the cell from a high current condition of the mmic.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) would not establish telemetry with the programmer during an implant procedure. As a result this device was not implanted. No adverse patient effects were reported.